Manufacturer narrative:
Correction: additional information: as received, a complete lead was returned in one piece. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported events of r-wave amplitude variation and high capture thresholds were not confirmed.

Event description:
During a follow-up in clinic, low sensing and high threshold values were noted on the right ventricular (rv) lead due to dislodgement which was revealed during diagnostic imaging. The lead was explanted and replaced and the patient was stable with no consequences.